Event description:
Pt.was in the o.r. For a laser cystolithotomy procedure. The procedure was in progress when the power supply on the laser malfunctioned. The case had to be aborted because the laser never resumed working not even at a lower power.